Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen during aspiration. There was nothing unusual noticed during the preparation of the sheath. However, aspiration was performed after the catheter was introduced into the sheath and excess air was seen at that point. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event.the sheath is not expected to be returned for analysis as it was disposed of by the site.